Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer has had unexplained high blood glucose readings. The patient has had to change out three or four infusion sets early due to blood glucose readings that exceeded 300 mg/dl and 400 mg/dl; the patient's high blood glucose protocol is to change out the infusion set if the reading exceeds 250 mg/dl. The customer was advised to stay away from scar tissue for the insertion site and to use areas with fatty tissue. No products were returned or shipped.